Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 16f sheath hole prior to a pulmonary embolism (pe) thrombectomy interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Another 4 prostyles were used but the same issue occurred. The sutures of one new prostyle was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 5 sterile/unused devices were received. On the pouch label: perclose prostyle part #12773-03 and lot#4082841. On the device: abbott lot# 4082841.testing does not indicate a lot specific issue in regards to the posterior needle tip. One unit failed visual analysis for cuff out of position. The additional device will be reported under a separate medwatch report number.